Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at the time of shipping. The device has no repair history in the last year. The root cause of the failure of the electrical components could not be confirmed. Per the service manual: e222 error indicates sync failure (sync ng) and communication okay (ok) hardware (hw) failure. It occurs when there is dirt on the electrical contacts and optical connection part of the camera head/video connector or when camera head or component within the video connector (sou rx module) malfunctions. E117 error indicates charge couple unit (ccu) malfunction. It occurs when the power supply unit, graphics processing unit (gpu) assembly, central processing unit (cpu), or motherboard (mb) malfunctions.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The users complaint was confirmed. Upon inspection and testing, it was observed that the device does not recognize the camera. An e117 system error was received. This is attributed to the cracked receiver (rx) module lens and faulty mother board. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during an unknown procedure, the camera would not hook up to the device. An e222 no connection error message was received. There is no reported harm to the patient.